Event description:
It was reported the video system center displayed error code e333. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the video system center has broken down. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.